Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos single board computer. The system operates as intended.

Event description:
The customer reported the system locked up during a dicom transfer and displayed invalid input signal and communication failed errors. No pt injury was reported.